Event description:
It was reported that the device had error 41541 and latch lock sensor or main board issue. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a system fault error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to inoperable latch/lock optic flex sensor. As a result, the latch/lock optic flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.